Event description:
Complainant alleged that while attempting to analyze a pt, the device self-charged and shocked the pt three times without any user interaction. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation, and this complaint is still under investigation.